Event description:
A 3.0 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lad lesion with in-stent restenosis in the mid lad. The vessel morphology was reported to be severely tortuous with severe calcification. The lesion was pre-dilated. It was reported that another manufacturer's drug-eluting stent was attempted first, however, was unable to cross the lesion. It was reported that the physician then attempted the endeavor 30 x 24; the stent reached the proximal lad artery and while attempting to further advance the stent it appeared that the stent had dislodged. The undeployed stent was located in the left main. The physician used another manufacturer's balloon to successfully deploy the stent in the proximal lad. It was reported that the physician made multiple unsuccessful attempts to stent the lesion site. The physician then performed additional balloon inflations in order to deliver a stent, but the stent continually became hung up in the same area within the left main and proximal lad. The case was completed and the patient is fine and will be monitored.